Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), device breakage ('breakage/ left essure came out in two parts'), menorrhagia ('abnormal bleeding (menorrhagia)/ periods became very heavy'), genital haemorrhage ('general abnormal bleeding') and myomectomy ('hysteroscopic myomectomy') in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Previously administered products included for birth control: yaz. Concurrent conditions included hernia, endometrial polyp, leiomyoma of uterus, unspecified, ovarian cyst and hemorrhagic cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("chronic pain/ pain pelvic"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain lower ("terrible cramps"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine/ migraines / headache"), headache ("headaches") and pain in extremity ("pain on left leg"), underwent myomectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d&c suction dilatation and curettage on (B)(6) 2017, robotic bilateral salpingectomy and suction dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, myomectomy, abdominal pain lower, psychological trauma, fatigue, tooth disorder, hormone level abnormal and headache outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, back pain, vaginal haemorrhage, vaginal discharge and pain in extremity had resolved and the migraine was resolving. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myomectomy, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, general abnormal bleeding, breakage, migration, fatigue, dental problems, hormonal changes, migraine and headaches. Discrepancy noted in plaintiff date of birth (B)(6) 1977. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), device breakage ('breakage/ left essure came out in two parts'), menorrhagia ('abnormal bleeding (menorrhagia)/ periods became very heavy'), genital haemorrhage ('general abnormal bleeding') and myomectomy ('hysteroscopic myomectomy') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Previously administered products included for birth control: yaz. Concurrent conditions included hernia, endometrial polyp, leiomyoma of uterus, unspecified, ovarian cyst and hemorrhagic cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("chronic pain/ pain pelvic"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain lower ("terrible cramps"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine/ migraines / headache"), headache ("headaches") and pain in extremity ("pain on left leg"), underwent myomectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d&c suction dilatation and curettage on (B)(6) 2017, robotic bilateral salpingectomy and suction dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, myomectomy, abdominal pain lower, psychological trauma, fatigue, tooth disorder, hormone level abnormal and headache outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, back pain, vaginal haemorrhage, vaginal discharge and pain in extremity had resolved and the migraine was resolving. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myomectomy, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, general abnormal bleeding, breakage, migration, fatigue, dental problems, hormonal changes, migraine and headaches. Discrepancy noted in plaintiff date of birth (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was updated to events: chronic pain, general abnormal bleeding, breakage, psych injury, migration, vaginal discharge, fatigue, dental problems, hormonal changes, migraine and headaches. Essure explant date updated. Outcome for events chronic pain, general abnormal bleeding and vaginal discharge were resolved. On 19-sep-2019: fu2 & fu3 were processed together. Plaintiff fact sheet, medical records and social media were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and hysteroscopic myomectomy. Event migration was clubbed to migration of essure device location of device: uterus. Events per social media: pain on left leg, lower back pain and terrible cramps. Outcome for events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain on left leg and lower back pain were recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.